Manufacturer narrative:
No sample or photo/video received for investigation. The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a 60" pur yellow smallbore ext set w/microclave® clear, 1.2 micron filter, clamp, luer lock, bulk non-sterile that reportedly leaked an unspecified fluid near the connection port and/or would not transfuse into the trifuse or it kept stopping. The reporter further stated that the leaking and stoppages were not being observed after a few hours of running. They confirmed that the connection was correct and that the connection site was leaking or stopping. The duration of time of the leaking and/or blockage varied, but it seemed to be about 6-10 hours after the start of the infusion. The 1.2-micron filter within the extension set being replaced was every 24 hours. There was no report of any human harm.